Event description:
It was reported that 10 bd posiflush¿ sp pre-filled flush syringes nacl 0.9% had difficult plunger movement during use. The following information was provided by the initial reporter: "we had a customer with some concerns over the prefilled. She is a long term client and goes through about a case of the prefilled a week so she is very familiar with the product. She said that recently she has received a bunch that are having trouble with the plunger, the plunger gets stuck halfway down and stops, the first time this happened she thought that she had a blockage in the line and was going to go to the hospital but thought she would try another prefilled and that one worked fine.".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/5/2021. H.6. Investigation: it was reported the customer is experiencing difficulty moving the plunger in the syringe by hand. To aid in the investigation, six samples were received for evaluation by our quality team. The samples came with no packaging flow wrap. Three samples have the rubber stopper at 6ml and the other three samples have the rubber stopper at 5.5ml. A visual inspection was performed. No defects or imperfections were observed. Each sample was then tested for sustaining force and all results were within specification. A device history record review was completed for provided material number 306575, lot number 0315225. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. During previous months, silicone dispersion in the barrel in all lines producing 10mls was monitored once per day. Staring in april 2021, the monitoring was increased to one per shift. Based on the investigation with the returned sample analysis the symptom reported by the customer could not be confirmed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd posiflush¿ sp pre-filled flush syringes nacl 0.9% had difficult plunger movement during use. The following information was provided by the initial reporter: "we had a customer with some concerns over the prefilled. She is a long term client and goes through about a case of the prefilled a week so she is very familiar with the product. She said that recently she has received a bunch that are having trouble with the plunger, the plunger gets stuck halfway down and stops, the first time this happened she thought that she had a blockage in the line and was going to go to the hospital but thought she would try another prefilled and that one worked fine".